Event description:
Malfunction of electric stair chair/lift -area access-. Approx 10:30 pm sunday night, in 2008, while in use on ascending stairs, chair seat pitched sideways throwing pt out of seat and down stairs. Resultant injuries: broken neck, broken left wrist, lacerations, bruises requiring emergency transport, hospitalization in trauma center and surgery. Very likely pt will be further disabled and require long term care. Dates of use: 2007 - 2008. Diagnosis or reason for use: pt unable to climb stairs.